Event description:
Per clinical review: the roller pump in the sucker position was set up with 1/4 inch tubing for a procedure. The occlusion was set without issue for the case. During the cardiopulmonary bypass (cpb) run the pump occlusion self tightened and resulted in a pump jam and stoppage of the roller pump. The perfusionist initially was able to loosen the occlusion to enable the pump to be started and used appropriately. This same issue occurred a second time, therefore he opted to move his tubing over to a non-used roller pump on the base of the heart lung machine (hlm). The incident did not delay the continuation of the surgical procedure. There was no harm or blood loss associated with the event.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded

Manufacturer narrative:
Per the user facility's perfusionist, the pump was being used in the sucker position. After the procedure they were able to duplicate the issue again.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the pump occlusion would self-tighten and cause a pump jam. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed that the pump would occlude itself while under occlusion. It was determined that the pump gut was the cause of the problem. The product will be sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.